Manufacturer narrative:
Based on the information available on 13-jun-2020, the event was not reportable. The alleged maceration did not meet the definition of a serious injury. Based on the device information available on 08-sep-2020, kci determined the device shut down without an alarm on multiple occasions and had a collapsed power switch dome. Therefore, kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. Device labeling, available in print and online, states: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Warnings keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On 14-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient allegedly developed maceration and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was currently off. On 22-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was resumed. On (B)(6) 2020, the device was allegedly removed for ongoing maceration issues. No additional information available. On 08-sep-2020, kci quality engineering completed an evaluation of the device. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedures. The device passed all functional testing including producing alarms as expected and no unexpected alarms. Review of the event logs identified the device shut down without an alarms. Inspection of the device found that the power button/switch had a collapsed dome.